Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot# unknown, implanted: (B)(6) 2018, product type: screening device, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who has an external neurostimulator (ens) for urgency frequency, urge incontinence. The patient reported that when increasing stimulation from 0.0 to 7.2 on (B)(6) 2018, the patient had reached the maximum desired settings on his device. The patient was then instructed to switch therapy sides and had increased stim to 7.0. The patient stated that he was still unable to feel stimulation. The patient indicated that the manufacturer representative (rep) was concerned a lead may have been dislodged. The patient stated that he had voided 6 times over night from (B)(6), and that he felt that was not normal for him. The patient stated that his rep was concerned a lead may have been dislodged, and that may have contributed to his lack of stimulation. On (B)(6), the patient reported that he experienced a moderate leak overnight for (B)(6) 2018 and that he has not had that issue before, the patient implied a worsening of symptoms. On (B)(6), the patient reported that her device would say connection lost and then he would feel he needed to use the bathroom and would void just a small amount. The patient stated that the device would reconnect when it got closer to him and he wouldn't feel that sensation of needing to go. The patient noted that his bandages were changed two days ago. No symptoms were reported. No further complications were anticipated/reported.